Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), the 5 x 120 mm supera stent was not deployed and was removed from the anatomy over an 0.018 guide wire. Once outside the anatomy, the tip detached from the stent system. A different stent was used successfully in the procedure without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the supera stent was being adjusted inside the anatomy over the guide wire without any resistance/issue being noted when the tip became dislodged. There was no stent deployment attempt. The stent delivery system and tip were removed from the anatomy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device and the reported tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation was unable to determine the cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.